Event description:
Boston scientific received information that this left ventricular lead was surgically abandoned as this lead had no capture in all configurations and impedances > 2500 ohms. An x-ray, per physician, showed a fracture at the distal portion of the lead. No adverse patient effects were reported.

Manufacturer narrative:
A new lead was successfully implanted. Should additional information become available, this event will be udpated.